Manufacturer narrative:
The device involved in this event was returned for evaluation and is pending analysis. Device lot number, patient medical records and imaging studies have been requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft (bsg), for the treatment of an abdominal aortic aneurysm (aaa) in 2018. It was reported that approximately seven years post implantation on (B)(6) 2025, the physician reported that contrast enhanced computed tomography (CT) confirmed an indeterminate endoleak from the terminal aorta to the proximal right common iliac artery (cia), suspecting a possible type iiib endoleak. On (B)(6) 2025, the physician elected to perform an open surgical repair with the explantation of the afx2 bifurcated stent graft and sewn in a y-graft (non-endologix). The patient status was not reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Per communication with jll (distributor) all information for the evaluation of this event that is available has been provided. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device has been completed. Endologix received one explanted afx2 stent graft for evaluation. The device was returned in the brown shipping box, in a red plastic bag and in pouches that the devices were shipped in. The device was decontaminated. Visual examination of the returned afx2 stent graft revealed that there was stretching of the sutures/stitching near a loop on the stent; the central knuckle at the bifurcation. There are three holes, the largest hole is less than 1mm in diameter the other two holes are smaller in diameter. There is evidence of tugging of the stent graft as there was still human tissue connected to the stent graft. The type iiib endoleak is confirmed however the cause of the type iiib endoleak cannot be determined. A clinical evaluation of the adverse event/incident could not be completed. An evaluation of the reported event could not be completed due to the lack of available medical records and imaging. According to the device deficiency report, this information was not available, and as a result, event determination, assessment of off-label use, related patient harm, and patient disposition could not be independently evaluated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H3: device evaluated by mfg has been updated. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.